Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. During device evaluation water ingress in the sk blower assembly was found. No allegation of patient harm or injury was reported. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Manufacturer narrative:
The manufacturer was initially contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging nausea, vomiting, rash, cough, and shortness of breath related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer and found an unknown dust contaminant inside the air inlet of the blower box, on the rear panel, top enclosure, blower, blower seal, and blower box. Evidence of liquid ingress was observed on the blower. Hair-like particles were observed on the blower and blower box. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no erorrs. The manufacturer concludes that there was presence of dirt contamination in airpath and no evidence of sound abatement foam degradation found within the device. Section h6 updated in this report.